Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient called for help in shutting their stimulation off for the weekend. The patient reported that about a week ago they had started peeing again but that stopped and they noted they were doing better. The patient indicated that their hcp had told them to turn their stimulation off for the weekends but the patient stated they had forgotten about that until the day of the call. While on the call, the patient was successful in syncing and reported they were on program 3 at 0.8. The patient then successfully turned stimulation off and noted that they would continue to work with their hcp. There were no further complications reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) on jan. 23, 2019 reported that the stimulation being felt from the implant site down to the right side after stretching was that the patient had a history of musculoskeletal pain which was unrelated to the implanted device. The patient had an appointment on (B)(6) 2019 where it was noted they had to follow up with physical therapy (pt). Additional information received from the patient on (B)(6) 2019 reported that they requested assistance with decreasing the stimulation. The patient was able to decrease the stimulation to where it was comfortable. Further information received the following day from the patient reported that lowering the stimulation did not help and it was still painful. They wanted to turn the stimulation off. The patient was assisted with turning the stimulation off and lowering the amplitude down to 0.0. They might turn the stimulation back on tomorrow. Additional information received on (B)(6) 2019 from the patient reported that they had been dealing with pain. They stated that their ¿butt¿ and ¿right¿ were really bothering them. At first the pain was tolerable then it got to a point where they needed to go see their doctor. The issue started ¿like 2 weeks ago¿ (jan. 2019). The doctor told them to turn the stimulation off if the pain got really. Turning the stimulation did not change the pain. The patient mentioned that they were in physical therapy and was doing strenuous exercises on their right side so they thought the stretches were causing the pain. Their doctor stated that the stretches were not the cause. The patient wanted to turn the stimulation back on. During the call, the patient was able to turn the device back on and increase the stimulation. There were no further complications reported or anticipated.

Event description:
Additional information was received from the healthcare provider. It was reported that no etiology had been determined with regards to the sudden return of symptoms, the patient had been instructed to start taking medication again to help symptoms. The patient also called back. The patient reported the last time they called, they did some adjustments with the patient programmer and got it up a notch. Patient reported they were doing fine and feeling it most of the time at night. The patient reported that they had started feeling it from the implant site all the way down the right side and it was uncomfortable. Later in the call the patient stated it went from ok to bad. During the call the patient also reported they had a problem finding the implant, placing the antenna for their patient programmer, they had a big bottom. The patient was able to sync with their patient programmer on the call and confirm stimulation was on, it was on program 3 at 1.5. The patient had never changed the batteries in the patient programmer and got poor communication off and on. The patient was successful to decrease to 1.4, then got poor communication again. The patient stated they had never replaced the batteries, they looked and they did not have new batteries to put in. Patient stated they had not falls or traumas, no other medical tests or procedures, but later stated they had been going to physical therapy and doing stretches and putting some needles in their shoulder. The patient reported they noticed the uncomfortable stimulation after the stretches. The patient was redirected to their healthcare provider. The patient stated prior to getting the stimulator, they were peeing a whole lot at night, 8-9 times, and they did not pee as much now that they had the stimulator. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient they were urinating all night long. The patient said that it would stop for a few days and then start up again and that it happened three times. The patient reported that they left a message with their health care physician (hcp) office. The patient reported they had been drinking alcohol during the holidays however they were now back to drinking water and gatorade. The patient reported there have not been any changes to medication or no new medications. The patient reported they had been out of town and had been back for a week as of the day of the call. The patient requested assistance with using their programmer and basic functionality was reviewed. The patient confirmed seeing the lightning bolt and confirmed the ins was on. It was reviewed with the patient how to adjust and the patient increased by one click. It was reviewed with the patient how to clear the screen. The patient was to follow-up with their health care physician (hcp) and follow any instructions provided by the hcp. The patient was going to monitor their symptoms for at least 1-2 days and if needed the option to increase their settings again was reviewed. It was noted that this was sudden, and that it had happened around 2 weeks ago. There were no further complications reported/anticipated.